Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 530 mg/dl. Bg level was addressed via a correction bolus using the pump. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.